Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the left anterior descending (lad). The lesion was predilated with a 2.5x15mm apex balloon. During the index procedure, the physician was unable to cross the lesion with a 2.75x16mm veriflex (mr) stent. The physician removed the stent outside the patient's body and it was noted that the stent strut was lifted up. The procedure was successfully completed with another with the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).